Manufacturer narrative:
The customer will upgrade to counter-scale to increase accuracy of the system.

Event description:
Leksell stereotactic neurology system was installed in 2008, (B)(6). From the beginning, the accuracy was not correct according to the (B)(6) target coordinates. By experience, the system shows 1, 5 mm wrong in x and 0,5-0,7 mm in y. The doctor manually adjusts the coordinates accordingly and then comes to correct position for implantation of dbs electrode - this is confirmed by post operative mr-images. No mistreatment but potential for mistreatment due to the incorrect settings.